Manufacturer narrative:
No product is being returned for evaluation and no lot number has been provided to applied medical. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure: cholecystectomy. Event description: event date is unknown. Ai translation: I would like to inform you that on monday I will be filing a medical device report at the request of two visceral surgeons at the (B)(6) hospital on the reference and lot numbers cited in the subject line. I am waiting for their adverse event report (with the help of the operating theatre manager) to submit the report on the national platform. Reason: the clips do not hold 4/5 of the time when inserted during surgery, as observed during surgery, therefore sutures were performed. Additional information received from customer complaint form on 07july25: declaration (name redacted) during a difficult cholecystectomy for cholecystitis, control of the artery and cystic duct with two clips each, tightening normally. During inspection of the operating site before the end of the procedure, it was noted that the 4 clips had not held and were found loose in the operating area. Control of the artery and cystic duct was caught up with thread. It should be noted that the same incident was observed in the same month for the same operation by (name redacted), resulting in the need for repeat surgery, with increased risks for the patient (no internal declaration... So no materiovigilance). Precautionary measures taken in the department: control of the artery and cystic duct was overtaken by thread. Material quarantined on 04/07/2025 in the pharmacist's office (the pharmacist sent an email to the laboratory on the same day, informing them of a materiovigilance declaration to come as soon as the internal declaration had been made). The pharmacist asked the surgeon to draw up an internal report in order to have all the information required for the declaration. The new surgeon, no longer wishing to work with this equipment, asked that the reference he usually works with be purchased on site, and refused the pharmacist's proposal to request an on-site visit from a representative of the applied laboratory. He has therefore asked the pharmacist to draw up a referencing request to justify this requirement (not yet received at this stage). Additional information received from applied medical representative via email on 08july25: we are waiting for the confirmation that the device is available to be picked up by the customer. She is waiting for information about it decontamination. There is only one to analyze, the other one isn't the subject of an official complaint, only verbal...and the first device has been thrown. What seems to be occurred according to the surgeons: during 2 cholecystectomies, after using, clips opened in the abdomen of the patient and both surgeons needed to suture with classic thread. Pharmacy seems to be lucid about the real reason. Additional information received from the national competent authorities (nca) of france via email on 09july25: statement by (name redacted) during a difficult cholecystectomy for cholecystitis. Control of the artery and cystic duct with two clips each, tightened normally. During the check of the surgical site before the end of the procedure, it was noted that the four clips had not held and were found loose in the surgical area. The cystic artery and duct were secured with sutures. It should be noted that the same incident was observed during the same month for the same procedure by (name redacted), resulting in the need for repeat surgery, with increased risks for the patient (no internal report...therefore no medical device vigilance report). The control of the artery and cystic duct was restored using sutures. Intervention: need for repeat surgery. The control of the artery and cystic duct was restored using sutures. Patient status: no indication of patient injury.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.

Event description:
Name of procedure: cholecystectomy event description: event date is unknown. Ai translation: I would like to inform you that on monday I will be filing a medical device report at the request of two visceral surgeons at the [hospital] on the reference and lot numbers cited in the subject line. I am waiting for their adverse event report (with the help of the operating theatre manager) to submit the report on the national platform. Reason: the clips do not hold 4/5 of the time when inserted during surgery, as observed during surgery, therefore sutures were performed. Additional information received from customer complaint form on 07july2025: declaration (name redacted) during a difficult cholecystectomy for cholecystitis, control of the artery and cystic duct with two clips each, tightening normally. During inspection of the operating site before the end of the procedure, it was noted that the 4 clips had not held and were found loose in the operating area. Control of the artery and cystic duct was caught up with thread. It should be noted that the same incident was observed in the same month for the same operation by (name redacted), resulting in the need for repeat surgery, with increased risks for the patient (no internal declaration... So no materiovigilance). Precautionary measures taken in the department: control of the artery and cystic duct was overtaken by thread. Material quarantined on 04/07/2025 in the pharmacist's office (the pharmacist sent an email to the laboratory on the same day, informing them of a materiovigilance declaration to come as soon as the internal declaration had been made). The pharmacist asked the surgeon to draw up an internal report in order to have all the information required for the declaration. The new surgeon, no longer wishing to work with this equipment, asked that the reference he usually works with be purchased on site, and refused the pharmacist's proposal to request an on-site visit from a representative of the applied laboratory. He has therefore asked the pharmacist to draw up a referencing request to justify this requirement (not yet received at this stage). Additional information received from applied medical representative via email on 08july25: we are waiting for the confirmation that the device is available to be picked up by the customer. She is waiting for information about it decontamination. There is only one to analyze, the other one isn't the subject of an official complaint, only verbal...and the first device has been thrown. What seems to be occurred according to the surgeons: during 2 cholecystectomies, after using, clips opened in the abdomen of the patient and both surgeons needed to suture with classic thread. Pharmacy seems to be lucid about the real reason. Additional information received from the national competent authorities (nca) of france via email on 09july2025: statement by (name redacted) during a difficult cholecystectomy for cholecystitis. Control of the artery and cystic duct with two clips each, tightened normally. During the check of the surgical site before the end of the procedure, it was noted that the four clips had not held and were found loose in the surgical area. The cystic artery and duct were secured with sutures. It should be noted that the same incident was observed during the same month for the same procedure by (name redacted), resulting in the need for repeat surgery, with increased risks for the patient (no internal report...therefore no medical device vigilance report). The control of the artery and cystic duct was restored using sutures. Intervention: need for repeat surgery. The control of the artery and cystic duct was restored using sutures. Patient status: no indication of patient injury.

Manufacturer narrative:
No product is being returned for evaluation and no lot number has been provided to applied medical. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure: cholecystectomy event description: event date is unknown. Ai translation: I would like to inform you that on monday I will be filing a medical device report at the request of two visceral surgeons at the [hospital] on the reference and lot numbers cited in the subject line. I am waiting for their adverse event report (with the help of the operating theatre manager) to submit the report on the national platform. Reason: the clips do not hold 4/5 of the time when inserted during surgery, as observed during surgery, therefore sutures were performed. Additional information received from customer complaint form on 07july25: declaration (name redacted) during a difficult cholecystectomy for cholecystitis, control of the artery and cystic duct with two clips each, tightening normally. During inspection of the operating site before the end of the procedure, it was noted that the 4 clips had not held and were found loose in the operating area. Control of the artery and cystic duct was caught up with thread. It should be noted that the same incident was observed in the same month for the same operation by (name redacted), resulting in the need for repeat surgery, with increased risks for the patient (no internal declaration... So no materiovigilance). Precautionary measures taken in the department: control of the artery and cystic duct was overtaken by thread. Material quarantined on (B)(6) 2025 in the pharmacist's office (the pharmacist sent an email to the laboratory on the same day, informing them of a materiovigilance declaration to come as soon as the internal declaration had been made). The pharmacist asked the surgeon to draw up an internal report in order to have all the information required for the declaration. The new surgeon, no longer wishing to work with this equipment, asked that the reference he usually works with be purchased on site, and refused the pharmacist's proposal to request an on-site visit from a representative of the applied laboratory. He has therefore asked the pharmacist to draw up a referencing request to justify this requirement (not yet received at this stage). Additional information received from applied medical representative via email on 08july25: we are waiting for the confirmation that the device is available to be picked up by the customer. She is waiting for information about it decontamination. There is only one to analyze, the other one isn't the subject of an official complaint, only verbal...and the first device has been thrown. What seems to be occurred according to the surgeons: during 2 cholecystectomies, after using, clips opened in the abdomen of the patient and both surgeons needed to suture with classic thread. Pharmacy seems to be lucid about the real reason. Additional information received from the national competent authorities (nca) of france via email on 09july25: statement by (name redacted) during a difficult cholecystectomy for cholecystitis. Control of the artery and cystic duct with two clips each, tightened normally. During the check of the surgical site before the end of the procedure, it was noted that the four clips had not held and were found loose in the surgical area. The cystic artery and duct were secured with sutures. It should be noted that the same incident was observed during the same month for the same procedure by (name redacted), resulting in the need for repeat surgery, with increased risks for the patient (no internal report...therefore no medical device vigilance report). The control of the artery and cystic duct was restored using sutures. Intervention: need for repeat surgery. The control of the artery and cystic duct was restored using sutures. Patient status: no indication of patient injury.